Event description:
The event was reported as: the clip would not close. This occurred during a cholecystectomy procedure. No pt injury reported.

Manufacturer narrative:
It is reported that the device sample is available for evaluation. The device sample was not returned, for evaluation, at the time of this report.